Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation relating to the ventricular sense response feature. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. It was further reported that all episodes were preceded with a ventricular sense response pace on a premature ventricular contraction. Additional information received via follow-up indicated the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and the ventricular sense response was programmed off. The crt-d remains in use. No further patient complications have been reported as a result of this event.